Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -11.0/2.5/071 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault with lens rotation and blurred vision. The replacement lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
(B)(4).